Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Subsequently, the customer experienced a blood glucose (bg) value displayed as "high". A specific bg value was not provided. The customer delivered a correction bolus to address the bg. Reportedly, the customer continued to use the pump for insulin therapy.